Manufacturer narrative:
Upon review of the device history for the serial number, (B)(4), it was determined that the device was manufactured on (B)(6) 2016 and the one (1) year warranty period has expired. As there are no repairs available for the glidescope smart cable, the customer elected to replace the smart cable. The smart cable was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, the reported visible bulge in the smart cable near the connector likely caused or contributed to the loss of image. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image would alternate between no image and a green screen when the smart cable is manipulated. Reportedly there was bulging noted on the smart cable near the connector. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.